Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 31mm proximal from the distal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination of the shaft and tip identified no kinks or damage to the shaft. No other issues were identified with the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon burst before reaching pressure. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon burst before reaching pressure. The procedure was completed with another of the same device. No patient complications were reported.